Event description:
It was reported by service report that the auxiliary lock assembly is malfunctioning causing the cot legs to not retract. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Auxiliary lock assembly.